Manufacturer narrative:
The lv lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead presented with loss of capture. A chest x-ray was performed and confirmed that the lv lead had dislodged. A revision was performed and the lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.